Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that after a device replacement procedure, the patient developed an infection. The implantable cardioverter defibrillator and right ventricular leads were explanted on (B)(6) 2018. The patient was fine before, during, and after.